Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device that was post-sensed t-wave oversensing. The oversensing was noted on a stored egm. The patient received inappropriate atp. Programming changes were recommended.